Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had poor communication on their programmer. The caller did not have access to another programmer. Technical services suggested the caller try to make sure the antenna is plugged in, then try to connect without the antenna. The caller was directed to patient services to get a programmer replacement if they can't connect with the implant. The patient was having an unrelated arm surgery and bipolar electrocautery would be used and needed the device off. The caller called back to report they were still not able to turn off the implant. The caller stated with the antenna they were seeing a "7" in the middle of the screen, they stated there may have been the information or warning icon in the upper left corner. Technical services asked if they could have been seeing a question mark and the caller indicated they already saw that screen and now there was a "7" where the question mark had been. The caller attempted to interrogate the implant again and the caller confirmed the poor communication screen. The caller tried without the antenna and got the poor communication screen, moved a half inch down and got it again. The caller stated the patient hadn't been feeling stimulation/getting therapy and indicated the stimulation had been adjusted a couple of times but the patient stated it was just numb and they can't tell it was stimulating. The patient did not give a date but the caller stated it sounded like quite a while. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Patient programmer (pp) device information is unknown. No further troubleshooting was done. The hcp, hcp¿s staff and the device manufacturing company¿s staff could not locate the patient's device within the body. They tried under the scar from the implant procedure too. Nobody was able to locate where patient's device was so they could turn it off. As a result of the event, the unrelated arm surgery was postponed. Patient's daughter said that they will contact the implant physician to see if they can locate the device within patient's body and have it be turned off. Hcp stated that patient had a full hip procedure done a while ago, which was unrelated to the devices, and was wondering if that could have shifted the device somewhere. It was suggested to contact the call center. The patient¿s weight was given. No further patient complications have been reported as a result of this event.